Event description:
It was reported that high capture thresholds were noted on the right ventricular (rv), and no capture was noted on the left ventricular (lv) lead. The leads were explanted and replaced. The patient was in stable condition.